Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of an unknown value, cause unknown. Reportedly, due to the elevated bg, the customer required assistance from their spouse though the assistance provided was not specified. Customer administered a correction bolus via the pump to address the bg.